Manufacturer narrative:
Block b3: exact event date is unknown; event occurred between june 2017 and december 2020. Block d4, h4: the complainant was unable to provide the suspect device upn and lot number. Therefore, the manufacture and expiration dates are unknown. Block g2: literature source: joan b. Gornals et al. Plastic pigtail vs lumen-apposing metal stents for drainage of walled-off necrosis (prometheus study): an open-label, multicenter randomized trial. Surgical endoscopy (2024) 38:2148- 2159. Https://doi.org/10.1007/s00464-024-10699-w. Block h6: imdrf patient code e0506 captures the reportable event of bleeding. Imdrf patient code e230101 captures the reportable event of fever. Imdrf patient code e2114 captures the reportable event of perforation. Imdrf patient code e0513 captures the reportable event of pseudoaneurysms. Imdrf patient code e2401 captures the reportable event of other stent related adverse events. Imdrf patient code e1021 captures the reportable event of recurrences. Imdrf impact code f08 captures the reportable event of hospitalization. Imdrf impact code f0801 captures the reportable event of admission to intensive care unit. Imdrf impact code f23 captures the reportable event of additional intervention performed to remove the stent. Imdrf impact code f19 captures the reportable event of surgery performed.

Event description:
Boston scientific became aware of events involving axios stent and electrocautery enhanced delivery systems and advanix double pigtail plastic stents through the article "plastic pigtail vs lumen-apposing metal stents for drainage of walled-off necrosis (prometheus study): an open-label, multicenter randomized trial" by joan b. Gornals, et al. Per the article, between june 2017 and october 2020 the following occurred with study patients: stent dysfunctions, including technical failure, technical difficulties and overgrowth. Additionally, some patients experienced bleeding, pseudoaneurysms, recurrences, fever, suspected perforation and other stent related adverse events. The stent dysfunctions and patient complications reported were managed through removal of the stent, hospitalization or prolonged hospitalization, surgery and admission to the intensive care unit. Please see the referenced article for full details and full listing of physicians and healthcare facilities.